Event description:
N/a.

Manufacturer narrative:
An event of patient was noted to be in new onset atrial fibrillation with normal ventricular rate was reported. Information from field indicated that during procedure, a10000 units of heparin was administered and 150 mg amiodarone intravenous (IV) drip was started and discharged. Reportedly, electrocardiogram (ECG) showed to be in sinus rhythm. A returned device inspection could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 30mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. During procedure, a10000 units of heparin was administered and patient was noted to be in new onset atrial fibrillation with normal ventricular rate. A 150 mg amiodarone intravenous (IV) drip was started. On discharge, electrocardiogram (ECG) showed to be in sinus rhythm an patient was prescribed 200mg amiodarone tablets twice a day for 30 days. On (B)(6) 2024, the patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.